Event description:
A customer contacted baxter's (B)(4) and reported receiving system error 2240 on the homechoice (hc) machine during dwell 1. The home patient (hp) stated she disconnected from the hc and did not press the stop button first. The technical service representative (tsr) explained that is what caused the alarm. Tsr then explained proper connect and disconnect procedures. The tsr advised the hp to start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has resumed therapy without any issues, infection, etc. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.